Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Event description:
Patient reported a right side ¿crack¿ on the device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, an opening on posterior, brown particles on the shell, and crease fold. A microscopic analysis was performed which identified: a sharp opening with stress marks near of the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as surgical impact.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "crack" on implant.

Event description:
Patient reporting a ¿crack¿ on the device. Device remains implanted. This relates to the right device.